Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error. Customer¿s current blood glucose was not given. Customer states that there were just lines across the screen like it wants to reboot or something. Customer performed self test and failed. Customer advised to refer to back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump received with failed self test error alarm during self test due to faulty board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime alarm test, force sensor test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test.